Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the associated device logs and provided images for the reported monopolar curved shears. The monopolar curved shears sample was not made available for this incident as it was discarded by the customer. Three images were received. One image depicted a monopolar curved shears where the orange portion was broken. One image depicted a monopolar curved shears with the orange portion and a broken metal band. One image depicted the serial number, that matched what was reported. Evaluation of the logs indicated that there was an instance of a difference in commanded and actual jaw angles. An error code associated with motor position limit was triggered. The logs cannot detect the specific state of the shaft. Evaluation of the monopolar curved shears confirmed the reported condition. The root cause of the observed damage was that it is likely that the device was not used as intended, which may have caused or contributed to the reported incident. Replication of the damage can occur if an excessive amount of force is used during the procedure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic radical prostatectomy, the proximal portion of the scissor jaw on the monopolar curved shears (mcs) was pressed against tissue with significant force and became bent. The mcs was replaced. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic radical prostatectomy, the proximal portion of the scissor jaw on the monopolar curved shears (mcs) was pressed against tissue with significant force and became bent. The mcs was replaced. There was no patient injury.